Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08680 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 24-sep-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 24-sep-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 120500 (12.05 u) and dailytotalofbolusinsulindelivered = 274750 (27.475 u) which is equal to the dailytotalofallinsulindelivered = 395250 (39.525 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 24-sep-2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: 09/18/2025 19:37:29.000. Lostsensor1alert (780) was found on: 09/18/2025 20:17:00.000. 09/22/2025 13:14:00.000. Lostsensor2alert (781) was found on: 09/18/2025 20:33:00.000. Sensorerroralert (801) was found on: 09/19/2025 01:48:47.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.41 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a minor scratched lcd window, a overlay scratched, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 580 mg/dl, resulting in hospitalization for over 24 hours at landeskrankenhaus bregenz. The hyperglycemic event was treated with a hospital pump. The event involved product(s) mmt-1886. Troubleshooting was performed for under-delivery and high blood glucose, including two high performance tests, both of which passed. The customer was using the insulin pump within 48 hours of the reported event and was not using the auto mode/smartguard feature at the time. Despite troubleshooting, the doctor advised discontinuing use of the pump due to continued high blood glucose and minimal effect from increased insulin doses. No further patient complications were reported post-hospitalization. Product return is required for mmt-1886.